Manufacturer narrative:
The evaluation confirms that the pins that hold jaw linkage together on distal end of the forceps are broken off and missing. The damage is consistent with mechanical or stress overload.

Event description:
Allegedly, doctor was performing a cystoscopy procedure, when he noticed the biopsy forceps wouldn't grasp, so they brought in another set of forceps. At that time, they noticed two small metal pieces inside the bladder. The doctor was able to retrieve the metal pins from the patient. Procedure was completed with no patient impact. Patient released the same day.